Manufacturer narrative:
02-may-2024 noise was also reported on this lead. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient received a shock on (B)(6) 2024. On (B)(6) 2024 patient received more than 100 shocks, which left the ICD battery depleted and at eos. She was admitted to hospital. Per patients request, home monitoring had been disabled in (B)(6) 2024, due to the cost. System remains implanted, but explant will be done in the near future and patient has requested not to have a replacement. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2024 noise was also reported on this lead. (B)(6) 2024 lead explanted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On 02-may-2024 noise was also reported on this lead.

Manufacturer narrative:
Combination product: yes. (B)(6) 2024 noise was also reported on this lead. (B)(6) 2024 lead explanted. Upon receipt, the lead under complaint was found cut 17.5 cm distal to the is-1 connector pin (into 2 segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found rubbed through approximately between 12.5 and 21 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the fixation helix was found bent and the rv shock coil deformed, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.